Event description:
Per the procedure log, following removal of the arterial sheath, the abbott starclose closure device was inserted and deployed. Documentation entered ten minutes after deployment notes that the starclose attempt had failed. A femostop was applied to the site. The device was secured at that point. Continuous assessment of the patient revealed no subsequent bleeding or evidence of a hematoma.per materials management, the device was returned to the manufacturer. However, the date is not known by this department at this time. According to the physician, the product failed and he wants the product evaluated by abbott vascular, inc.